Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Information was received that this device was explanted on (B)(6)2022. There is no complaint on this device the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device will not interrogate. Device remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.